Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation revealed that the light guide cover glass was leaking; the stand was broken; and cracks, minor dents and scratches were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause was the light guide-cover had leakage during user handling and water invaded the subject device. It caused abnormality in electronic components, leading to display of error message. The root cause of this event was unable to be identified. The user can detect the suggested event by handling the device in accordance with the following IFU -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image was displayed, along with a b30 communication error code. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.